Event description:
It was reported the patient went to the emergency room due to severe pain in the middle of her back. A CT scan and an impedance check were performed and no anomalies were found. An sjm representative attempted to troubleshoot the issue but was unsuccessful. It was also reported the patient received a low battery message after fully recharging the ipg a day prior. As a result, the patient ipg was explanted and replaced. Stimulation and coverage were regained post-op. The patient is doing well and no longer receives painful stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.